Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the battery, the battery pins and the main keypad assembly and observed proper device operation through functional and performance testing. The cause for the reported issue could not be conclusively determined. The device was returned to the customer.

Event description:
The customer contacted physio-control to report that while monitoring a (B)(6) male, their device powered itself off. The providers pressed the on button and the device immediately powered back on and began showing the patient's rhythm, heart rate and endtidal, on the screen. There was no reports of adverse effects to the patient as a result of the reported issue. The patient survived and had a positive outcome.